Manufacturer narrative:
The pump had constant compromised force sensor system alarms during the displacement test due to a high motor current draw (motor was tested outside of the device). The rewind test, prime/ compromised force sensor system test, basic occlusion test and occlusion test were unable to be performed due to constant compromised force sensor system alarms. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, and scratches on the reservoir tube window. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he received a compromised force sensor system alarm when he was priming the insulin pump. Customer stated that the drive support cap appears normal. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.